Event description:
A rem star plus device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician found dust contamination and noted nine error code e-63: err_stuck_knob_key and e-6 err_state_machine. The device was scrapped by the service center after the evaluation was completed.